Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Reporter phone number: (B)(6). A patient experienced autoreducing/ high impedances was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.